Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration/perforation,migration of coil on right side') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), device extrusion ("extrusion"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain/ stabbing pain"), tooth loss ("dental problems(loss of teeth)") and amnesia ("memmory loss") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, device extrusion, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, alopecia, hormone level abnormal, night sweats, mood swings, depression suicidal and amnesia outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dyspareunia, fallopian tube perforation, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, tooth loss, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates:(B)(6) 2006 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media follow up was received. Reporter were added. Outcome of event were updated.this record was detected to be a duplicate to record # # (B)(4)(medwatch 3500a MFR number 2951250-2019-13064) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration/perforation,migration of coil on right side') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), device extrusion ("extrusion"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain/ stabbing pain"), tooth loss ("dental problems(loss of teeth)"), amnesia ("memmory loss") and dysmenorrhoea ("I would have a period the stabbing pain came") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, device extrusion, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, hormone level abnormal, night sweats, mood swings, depression suicidal and amnesia outcome was unknown, the alopecia was resolving and the abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, tooth loss, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates:(B)(6) 2006 & (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event menses painful was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration/perforation,migration of coil on right side') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), device extrusion ("extrusion"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain/ stabbing pain"), tooth loss ("dental problems(loss of teeth)"), amnesia ("memmory loss") and dysmenorrhoea ("I would have a period the stabbing pain came") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, device extrusion, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, hormone level abnormal, night sweats, mood swings, depression suicidal and amnesia outcome was unknown, the alopecia was resolving and the abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, tooth loss, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates:(B)(6) 2006 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), uterine perforation ("perforation"), device dislocation ("migration/perforation,migration of coil on right side"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device extrusion ("extrusion"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder (seriousness criterion medically significant), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain"), tooth loss ("dental problems(loss of teeth)") and amnesia ("memmory loss") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, device extrusion, dysuria, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, alopecia, hormone level abnormal, night sweats, mood swings, depression suicidal, abdominal pain, pelvic pain and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dyspareunia, dysuria, fallopian tube perforation, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, tooth loss and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates: (B)(6) 2006 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Event perforation nos update to fallopian tube perforation and uterine perforation, as hysterectomy and b/l salpingectomy was reported in to the previous source document. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration/perforation,migration of coil on right side') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), device extrusion ("extrusion"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain/ stabbing pain"), tooth loss ("dental problems(loss of teeth)") and amnesia ("memmory loss") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, device extrusion, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, hormone level abnormal, night sweats, mood swings, depression suicidal and amnesia outcome was unknown, the alopecia was resolving and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dyspareunia, fallopian tube perforation, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, tooth loss, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates:(B)(6) 2006 & (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Fu 4 and 5 processed together. On 23-mar-2020: social media received. Reporter's information added. Event: hair loss outcome were updated to recovering. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/perforation,migration of coil on right side") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin children. Other product or product use issues identified: device ineffective "patent left tube". The patient's medical history included cramp in lower abdomen, abdominal pain localised, chest pain, rib pain, pleurodynia, alpha-1 anti-trypsin deficiency, weight loss and adenomyosis. On an unknown date, the patient started motrin children at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device extrusion ("extrusion"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), head titubation ("head tremors"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), depression suicidal ("depression ( suicidal thoughts)"), abdominal pain ("stabbing pain in abdomen"), pelvic pain ("pain"), tooth loss ("dental problems(loss of teeth)") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormone imbalances"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, device extrusion, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, head titubation, alopecia, hormone level abnormal, night sweats, mood swings, depression suicidal, abdominal pain, pelvic pain and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, depression suicidal, device dislocation, device extrusion, dyspareunia, genital haemorrhage, head titubation, hormone level abnormal, mood swings, neuromyopathy, night sweats, pelvic pain, perforation, tooth loss and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates: (B)(6) 2006 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: patent left tube; on (B)(6) 2007: essure coils are seen in place. There is no filling of the right tube. Considerable injection pressure was used as indicated by venous backflow. The is only a very small amount of flow extending beyond the left coil into the tube. There is no spillage on that side.. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received : following events were added :perforation,migration of coil on right side,extrusion,urinary problems,nickel sensitivity,dyspareunia,neuromuscular problems,head tremors,hair loss,hormone imbalances,night sweats,mood swings, pain, depression, bleeding, loss of teeth, memory loss. Reporter information added. This case was updated from other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.